Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A baxter service technician found a system error 2240 event during the review of the event logs of homechoice (hc) machine.

Manufacturer narrative:
(B)(4). The lot number is unavailable. The sample will not be returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.